Event description:
It was reported that upon removal from surgical site, the wound drain broke. The pt was taken back for an outpatient procedure the following month to have it removed.

Manufacturer narrative:
It was reported that the wound drain broke two days post op as it was being removed from the surgical site, leaving a portion of the drain in the pt. The lot# was not provided. The piece of the drain external to the pt was discarded and not saved for eval. No medical/surgical intervention was provided at that time. The remaining part of the drain was later removed during an outpatient procedure on (B) (6), with no complications reported. The incident occurred in (B) (6) and very little information has been provided. The hospital report is not available to us. Part of the device was never returned. The retained piece was returned for eval on 3/10/09. It measured 13 cm in length. It was a clean break and had no signs of tearing. It appears to have been cut and suggests user error. At this time, we cannot definitively determine a root cause and no corrective action is indicated.